Event description:
It was reported the patient experienced driveline power fault alarms. Log files were submitted for review. The log files confirmed the driveline power fault alarms on (B)(6) 2024 and (B)(6) 2024. The modular cable and the system controller were exchanged. As the patient placed the system controller back into their shirt, it was noted that they were sharply bending and kinking the driveline at the point of the controller up to the modular cable connection. The patient was provided re-education on the importance of limiting sharp bends of the driveline cable. The alarms resolved following the exchange and the patient was sent home from the clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files confirmed the reported driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log files captured a driveline power fault alarm that activated on the reported event date of 07oct2024. This alarm remained active until the driveline was disconnected on 08oct2024, consistent with the reported modular cable and system controller exchange. The returned modular cable was run with the returned system controller for an extended period of time on the mock loop. No driveline power fault alarms were reproduced throughout testing. The returned modular cable was tested to evaluate the integrity of the wires and passed testing without any issues. The outer layers were removed to inspect the underlying wires. The wires were observed to be in unremarkable physical condition. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 patient handbook are currently available. Section 2 of this IFU explains how to replace the modular cable. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.